Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the atrial septal defect (asd). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The transseptal puncture was enlarged with dilator balloons. During advancement of the steerable guide catheter (sgc), resistance was noted with the septum. One clip was implanted, reducing the mr to 2. After the procedure, the asd was treated with an asd occluder. The patient was confirmed to be stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of atrial septal defect (asd), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported physical resistance while advancing the steerable guide catheter (sgc) could not be determined. The reported patient effect of an asd was likely a result of patient and procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.